Manufacturer narrative:
On 8/5/2019, the mentor failure analysis lab received the device for evaluation. On 8/12/2019, mentor became aware of the device's lot number, manufacturing and expiration date. On 8/16/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contraction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old of (B)(6), asian and hispanic nationality who underwent implantation for primary breast augmentation with mentor smooth round high profile saline implants in (B)(6) 2012 developed bilateral baker grade IV capsular contracture and device extrusion that was observed on (B)(6) 2019 through the skin on the right side. The patient underwent bilateral capsulectomies and explantation without replacement on (B)(6) 2019. The devices were intact upon explantation. This report is for the left side device.